Event description:
A customer contacted a baxter technical service rep (tsr) regarding a system error 2240 alarm that appeared on the display of the home pt's (hp) homechoice machine during their automated peritoneal dialysis therapy. Tsr explained alarm - hp states that the line is leaking at the transfer set. Tsr assisted in clearing both s/e 2240 and 2367 and advised the hp to discard supplies and notify rn. No pt injury or medical intervention was indicated at the time of the initial report. The home pt's husband stated the pt was at home and was connected at the time of the alarm. The pt does have cats that the husband believes chewed through the lines. He stated the cats are now separated from the therapy is performed. The supply bags did not fall and are in a stable location. The leak was noted in the lines during drain. Baxter's technical service center assisted the home pt in ending the therapy early and the pt completed therapy using new supplies. The homechoice set was not being reused. There was no damage noted to the over pouch or carton in which the homechoice set was delivered. The hp did not use any sharp objects to assist in the opening of the carton or overpouch in which the homechoice set was delivered. The home pt's husband confirmed there was no pt injury or medical intervention associated with this incident and that he has been continuing with therapy as usual. The pt was given prophylactic antibiotics (cipro). The sample is not available for eval

Manufacturer narrative:
.